Event description:
Customer reported that in 2000, following a permanent balloon occlusion procedure, a vasoseal es collagen plug was deployed in the right groin. After 20 minutes of firm direct manual pressure, pt was transferred to intensive care unit. Due to the left groin being catheterized 1 week prior for a diagnostic cerebral study, pt had severe ecchymosis from the left hip extending inward to the mid-suprapubic area and down the left mid thigh at the time that the vasoseal es was deployed in the right groin. Following the procedure, pt was placed on medication to maintain mean arterial pressure of 110-120. Approx 6 a.m. Pt's hemoglobin and hematocrit dropped to 6.1 and 17.7 respectively with prothrombin time of 49.1. Computed tomography of the abdomen/pelvis revealed a hematoma in the mid and lower pelvis that spontaneously subsided. A total of 6 units of packed red blood cells were transfused. In 2000, pt's hemoglobin was 11.7 and pt was transferred out of intensive care unit and placed in a telemetry bed. The groin, suprapubic area and perineal areas were ecchymotic, but soft and non-tender and palpable pulses were noted distally. No further complications were reported.